Manufacturer narrative:
Technician found the head cylinder drifting. The technician replaced the head cylinder to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the head of the stretcher was drifting. No pt impact.